Event description:
Medtronic received information that 3f bioprosthetic tissue valve was explanted after 13 days of implant duration for an unknown reason. While the valve was being held in pathology, it tested positive for fungus growth revealing aspergillum endocarditis. The valve is currently being held at the hospital pathology lab. The return of the valve and the hospital pathology report have been requested.

Manufacturer narrative:
Analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conclusion: a review of the device history record showed that the device met manufacturing specifications. Further, review of the sterile lot sheets, which included the sterilization and limulus amoebocyte lysate (lal) lot release data as well as pre-sterile bioburden, confirmed that the device was appropriately sterilized prior to distribution. The complaint database was reviewed, there are no current trends related to the ats 3f valve for endocarditis. The hospital pathology report and valve have been requested to be returned. Additional event information has been requested. If additional information becomes available, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Additional information received from investigation: the sterilant used for these valves represent concentrations of (B)(6) glutaraldehyde and (B)(6) glutaraldehyde with isopropyl alcohol (ipa). The 3f valve is sterilized using a (B)(6) glutaraldehyde with ipa solution, and therefore, the isolate would not be expected to present a greater challenge to the sterilization process. Since the 3f sterilization process is exposed for a minimum of 24 hours, we could effectively kill (B)(6) logs ((B)(6) population) of these organisms. Therefore, it is unlikely that the endocarditis originated from the valve. Other possible sources of aspergillus are from the patient or the patient can be contaminated during the operation by air-born aspergillus at the hospital. (B)(6).

Manufacturer narrative:
Additional information received: additional information received from hospital operative report and pathology reports states the valve was actually implanted 61 days prior to explant. The patient was admitted to the hospital with two positive blood cultures growing propione bacterium species (endocarditis) with valve vegetation, regurgitation and embolization to the right leg, spleen, and both kidneys. The transesophageal echocardiogram (tee) showed vegetation, regurgitation within the valve and suggested a ventricular septal defect. Repeat tee confirmed vegetations on the valve and possibly partial detachment of the valve. Left ventricular ejection fraction was noted to be 20-25%. The patient was brought to the operating room and median sternotomy was performed. The valve was noted to have a large vegetation underneath the right coronary cusp, extending towards the commissure between the right and non-coronary cusp. The valve was excised and potentially infected tissue was removed as much as possible, device was explanted. The device was replaced with a non-medtronic device. The operative note states that there was no obvious sign of infection on the other part of the bioroot at explant. Within a subsequent operative note received it states that 13 days after the explant of the bioprosthetic valve the patient returned to the operating room for aortic root and hemiarch replacement using a homograft due to several small vegetations on the graft and left ventricular outflow track at the commissure between right and non-coronary cusp. The manufacturer of the aortic root is unknown at this time. Additional information has been requested to confirm the manufacturer of that product. It was noted that 6 months prior to explant of the device the patient was diagnosed with congestive heart failure (chf) and 2 weeks prior to explant the patient was being treated for chf. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code.